Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 75 2:34 pm on (B)(6) 2015 106 2:34 pm on (B)(6) 2015 122 2:34 pm on (B)(6) 2015 126 2:35 pm on (B)(6) 2015 114 2:35 pm on (B)(6) 2015 127 2:36 pm on (B)(6) 2015 121 2:38 pm on (B)(6) 2015 105 2:39 pm on (B)(6) 2015 116 2:39 pm on (B)(6) 2015 95 2:40 pm on (B)(6) 2015 104 2:41 pm on (B)(6) 2015. No death or serious injury reported. Requested return of suspect device for evaluation.